Manufacturer narrative:
(B)(4). Date sent: 11/19/2025 additional information requested and the following was received: the patient had an extended hospital stay because the anastomosis leaked. What were the indications for surgery? Cancer did the patient receive any preoperative chemotherapy or radiation? Preop radiation what healthcare professional fired the device and what is his/her experience with the device? Dr. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Yes. The washer crunched was a purse string device used and/or triple staple technique used? Purse string using ethicon reusable purse stringer. Were the donuts inspected? If so, please describe. Donuts were intact was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. CT scan showed entire posterior anastomosis dehydration was a leak test performed? If so, what type and what was the result? Yes, air in rectum was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? What is the current status of the patient? Was in the hospital with prolonged leak

Manufacturer narrative:
(B)(4). Date sent 11/7/2025. D4 batch #629d44. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the casing half washer was present and there were no staples present. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek returned along with the device. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 629d44, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device lot/batch number, a98d2t, and no non-conformances were identified. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) The patient had an extended hospital stay because the anastomosis leaked. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a purse string device used and/or triple staple technique used? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lower anterior resection, the sales representative reported that the device fired as expected. The device was advanced and rotated, and after four half-turns the surgeon was unable to remove it despite maximum attempts; ultimately the staple had to be pulled, causing tissue tearing. The staple line was oversewn.